Manufacturer narrative:
Final analysis found cold weather contributed to the reported backup vvi operation. After replacing the battery and downloading product code, the device exhibited normal characteristics.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon attempt interrogation, the pulse generator could not be interrogated. Several times were attempted to interrogate the device but were unsuccessful. The device was explanted and replaced. The patient experienced no adverse consequences.